Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): 383069 lead, implanted: (B)(6) 2019; 5076-52 lead, implanted: (B)(6) 2019; bis/is-15 adaptor, implanted: (B)(6) 2019; 429688 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing which converted the patient's ventricular tachycardia (vt) to sinus tachycardia. The device subsequently delivered inappropriate shocks for the sinus tachycardia. The patient noted that they had a "funny feeling" prior to the shocks and the shock delivered "knocked the patient to the ground". The crt-d was reprogrammed, along with an adjustment to the patient's medications, and the patient was discharged from the hospital. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.